Event description:
Same case as 2134265-2015-01572 and 2134265-2015-01640. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), a 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to visualize the coronary artery. During the procedure, the motordrive unit failed to perform automatic pullback although the screen showed the recording mode of pullback. It was noted that there was nothing wrong with the connection as confirmed by the physician and the senior staff nurse. The physician then performed manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).